Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed an irritation with 'pustules that were weeping'. The patient's physician prescribed hydrogalen creme 1mg and the irritation improved.